Manufacturer narrative:
(B)(4). Concomitant medical products: 00597206532, all poly patella size 32 mm dia. Standard 8.5 mm thickness, lot # 61131794; 00576401652, femoral component option for cemented use only size f right, lot # 61042562; 00598603701, non-augmentable stemmed tibial component option size 3, lot # 61119331; 00111214001, palacos r 1x40 single, lot # 66834193. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty and bearing was revised due to unknown reason. Attempts have been made for additional information.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.